Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the tip of I blade missing and not returned. In addition the upper jaws detached from instrument and returned for analysis. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged I blade and jaw missing. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic gastric bypass procedure there were adhesions from a previous open surgery present at the site. The surgeon was taking down the adhesions and the jaw fell off into the patient. The blade had broken in two pieces; they removed both of the pieces from the patient. They used an nseal545rh to complete the procedure. There was no patient consequence reported. The device is returning for analysis.